Event description:
As reported by the physician to the sales representative, when drawing back contrast media, microbubbles formed and air was injected into a pt. Pt status fine. Components are packaged within a convenience kit which is new in the lab. Sales rep indicated that they had another "dr" using the set up the previous day and no problems. The product used during the incident is not availabe for return.